Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). A product development investigation was performed for the subject device (vertebral body spreader- angled, part number pdl114, lot number a7oa44). The subject device was returned with the complaint condition stating that during a disc replacement procedure while using the vertebral body spreader, the pin broke. The spreader was being used for its intended use and the pin broke off. There was another device on hand that was used. All pieces were retrieved. There was no delay in surgery and procedure completed successfully. The returned angled vertebral body spreader (pdl114, a7oa44) is a tool used during prodisc-l total disc replacement procedures (j6206-d) to spread vertebral bodies prior to inserting implants. The returned spreader was received missing the m2 screw which is used to secure the ratchet holder joint, which confirmed the complaint condition, so replication was inapplicable. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. The returned angled vertebral body spreader (pdl114, a7oa44) was manufactured in four batches the earliest of which was manufactured on 04nov05 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Based on the available information it is not possible to determine a definitive root cause of the complaint condition. The returned spreader is over 10 years old and it is possible that the screw detached due to the cumulative effect of heavy usage over time along with rough handling during use and/or during sterile processing. A design clinical risk management (dcrm) review and/or occurrence rate calculation must be performed for all complaint parts which resulted in a classification of serious injury that were not generated from a literature article. Therefore, no dcrm calculation will be performed for this complaint. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. In total there were 4 different manufacturing lots under this lot # a7oa44: (B)(4). Manufacturing date for (B)(4): 04-nov-2005. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for important features and for function at the final inspection on 03-nov-2005. No nonconformances were generated during production. Manufacturing date for (B)(4): 07-nov-2005. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for important features and for function at the final inspection on 07-nov-2005. No nonconformances were generated during production. Manufacturing date for (B)(4): 08-nov-2005. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for important features and for function at the final inspection on 07-nov-2005. No nonconformances were generated during production. Manufacturing date for (B)(4): 08-nov-2005. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for important features and for function at the final inspection on 07-nov-2005. No nonconformances were generated during production. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a disc replacement procedure while using the vertebral body spreader, the pin broke. The spreader was being used for its intended use and the pin broke off. There was another device on hand that was used. All pieces were retrieved. There was no delay in surgery and procedure completed successfully. This is report 1 of 1 for (B)(4).